Manufacturer narrative:
Analysis of the implantable neurostimulator recharger (serial number (B)(4)) found that the connector from the desktop charger was stuck in the top of the recharger and the battery was dead. Supplemental to update, no longer applies to the implantable neurostimulator recharger (serial number (B)(4)).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the recharge antenna burned the patient's skin during recharge on (B)(6) 2016. The antenna paddle that was over the skin began to burn like "a cattle prod" burning the skin. The patient stated that she began to scream; it really hurt, it was painful, and it left a red mark on the patient's skin. It was noted that the patient's husband had to come and take off the paddle. It was further reported on (B)(6) 2016 that the patient was fine; the pain and redness went away. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from the consumer reported that she had tried to pull off the antenna herself but it seemed to shock her more. The patient's husband had to pull it off her skin and unhook the belt. It was shocking and burning her until he got it off. The patient stated that the replacement antenna was working fine and was charging much faster. The patient noted that the old one took up to 12 hours to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.